Manufacturer narrative:
The lens was returned for evaluation. Solution is dried on the lens. The lens was cleaned for further evaluation. Scuff marks are observed on the optic portion of the lens. A deep scratch is observed near the edge of the optic along with light scratches on the surface of the optic. Product history records were reviewed and the documentation indicated the product met release criteria. There are no other complaints in the lot the root cause could not be determined for the reported complaint. The iol was returned for an evaluation. The reported event of deposits on the lens could not be confirmed. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that following the cataract surgery with intraocular lens implant procedure iol found to have deposits on the iol. The iol was explanted in a secondary procedure. Additional information has received and the surgeon stated that, the patient had high proportion of mercury and aluminum + lead in the blood and he has had blood washing (plasmapheresis) in may2022. There are two medical device reports associated with this patient. This report is for the right eye.